Manufacturer narrative:
B2, g2.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing, resulting in inappropriate shock. Programming changes were made to resolve the issue. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.